Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 indicating a motor stall occurred repeatedly on the insulin pump, and after troubleshooting with support the user performed a supply change, restarted, completed the fill tubing process, and successfully resumed delivery without the alert recurring. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a consecutive stalled motor alert during delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.